Manufacturer narrative:
Other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013. Product type: catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had 14ml off during the pump fill on (B)(6) 2018. A dye study was scheduled for (B)(6) 2018. They were unable to aspirate the catheter, so there was no dye study performed. The patient was going to follow up with the physician in 3 weeks to establish a future plan. No environmental, external, or patient factors were reported to have caused this issue. The issue was not resolved and the patient was "alive - no injury." There were no further complications reported at this time.